Manufacturer narrative:
Investigation visual inspection no significant deformations of damage of the valves were detected during the visual inspection. Permeability test a permeability test has indicated that the progav 2.0 valve has a blockage. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and adjustability of the valve, as well as the brake functionality and brake force. The progav 2.0 was not permeable, but met all other specifications. Finally, we have dismantled the valve. Inside both the valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm that the valve is occluded, likely due to the deposits observed in the valve. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Patient height: 73cm. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "4m po blocked valve."